Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported being hospitalized the day previously for high blood glucose, with a value of 70 mmol/l. Customer also reported receiving no delivery alarms and motor error alarms from the insulin pump. A replacement device was sent to the customer. Customer was advised to call immediately next time any such issues arose. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin was unable to perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm. The insulin pump was received with cracked case at display window corners, broken battery tube threads, minor scratches on lcd window and missing end cap sticker.